Event description:
During a acl procedure a 7mm transtibial guide (ttg) was advanced through the tibial tunnel with no difficulties. Halfway through the femur, the drill pin with suture eyelet appeared to be advancing, but not exiting. When the drill pin exited, there was no drill tip. The tip was not retrieved. No further consequences have been reported with the pt as a result of this event. This device is used for treatment.